Manufacturer narrative:
Results: wheel.

Event description:
It was reported by service report that the cot retaining post is missing and the wheel lock wheel was worn. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.